Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they got their current implant it helped some but then in the past year or two, they do not think their interstim is working at all, they have been wearing pads every day, and it there's no difference when it's on or off. The patient said they have tried increasing stim, but it is not working; they are up to 7. Reviewed interstim therapy general information and offered to assist pt but they did not respond. Redirected to their doctor. The patient stated that they fell and landed on their butt, and they are on pain medication now. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.